Manufacturer narrative:
(B)(4): the device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
Additional information: analysis of the returned device shows that visual review confirms implant inserter foot (pn# 6473610-03) is broken off from the instrument. Optical examination of the -03 foot component identified significant deformation at the potential impact points during implantation. Additionally, one of the engagement tabs of the -03 inserter sleeve is bent the above observations are consistent with overload due to impact during attempted implantation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient underwent an unknown spinal procedure. While inserting the disc, the implant inserter broke. No fragments were left in the patient.